Event description:
At the beginning of an ischemic ventricular ablation, during epicardial access with no other catheter in the patient, an epicardial effusion happened. Physician felt something when inserting the non-(B)(6) (pigtail guidewire by medtronic). A pericardiocentesis was performed which removed 700ml. The bleeding continued so the patient underwent surgery to repair the perforation. The patient is stable. There were no reported product malfunction so no product will be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).